Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient¿s weight was unknown.

Manufacturer narrative:
Updated information from rp log. The pump was returned and analysis found pump/motor/gear train anomaly/stall due to shaft-bearing and pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) which indicated that the log showed critical alarm-stopped pump duration exceeded 48 hours at 10:28 am on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen 2,000mcg/ml; 800 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2019. It was reported the patient was in the emergency room and the pump was alarming the critical alarm. Telemetry was performed, and a motor stall occurred on (B)(6) 2019. The pump was replaced (B)(6) 2019. No symptoms were reported. No further complications were reported.